Event description:
During a preventive maintenance field service visit for an o-arm imaging system, it was noted that a pleora iport box was suspected to be sporadic to slow. The component replaced can affect the speed of transfer of images to the mobile viewing station of the o-arm during surgery. The pleora box was changed and upon completion of the service, the system was operating properly. There are no known reports from this user facility of product problems or adverse events related to this specific problem.

Manufacturer narrative:
No pt involved. Specifically, the replaced pleora iport box is not available for evaluation. Investigation is in progress.